Event description:
Phaco machine malfunctioned during cataract surgery by dr. Broke and impaled "I/a" needle in left eye. Left the needle in eye and did not tell rptr. Dr performed what was supposed to be a yag capsulotomy. In fact, dr used the laser to cut and melt the haptics of rptr's iol. Five holes made in iris and iol destroyed. Another dr did corrective eye surgery. Dr never informed rptr about the needle and melted haptics. Dr has sworn under oath that rptr did not have any foreign objects in eye. Dr introduced an add'l piece of metal, calling it a splint to hold things together. Rptr discovered the needle and melted haptics early 2001 and current dr has confirmed the items, but rptr suspects that dr is not documenting the objects in rptr's medical record. Rptr has today, in left eye, an "I/a" needle, in three pieces, two embedded in cilliary muscle, and one piece with an attached o-ring, extending from the posterior chamber into the vitreous chamber. Rptr has melted haptics embedded at several locations of cilliary muscle. There is a rather concentrated cover-up. Evidence is hard to come by for that reason, but there is some and of course rptr still has all the evidence in eye. Rptr will submit eye for examination by any one the FDA might select, should the FDA wish to investigate this matter.